Event description:
A customer in ireland notified biomérieux of experiencing failures and terminations during batch acceptance testing (internal quality control testing) and terminations with patient isolates in association with the vitek® 2 ast-p634 test kit (ref 415671, lot 7341288403). For batch acceptance testing the following results were obtained: staphylococcus aureus baa-1026: 08jul2020: failure of cefoxitin. 15jul2020: terminated for cefoxitin. 16jul2020: failure of cefoxitin. Expected result: cefoxitin screen positive. The customer did report attempting to perform patient testing with the impacted card. However, the dilution tubes came out of the analyzer full, indicating that the inoculum had not been taken up into the card. These cards terminated. The customer reported that a different lot of vitek® 2 ast-p634 test kit has also been used for quality control testing and all testing performed with the other batch was successful. Global customer service (gcs) identified that the customer stated that they store all quality control strains at -80°c on cryobeads. This is considered off label use. The recommended instructions for preparation of quality control organisms and storage conditions are provided in the package insert for the vitek® 2 ast-p634 test kit. Although this is considered to be off label use, the storage of the organisms is unrelated to the issues of inoculum not being taken up into the cards. There is no report of incorrect results being obtained for the patient isolates and no indication or report from the customer that this event led to any adverse event related to any patient's state of health. The customer should not use the cards for patient isolate testing if quality control testing is not passing. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in ireland experiencing failures and terminations during batch acceptance testing (internal quality control testing) and terminations with patient isolates in association with the vitek® 2 ast-p634 test kit (ref (B)(4), lot 7341288403). Failures have been experienced with several strains, including s. Aureus atcc 29213, s. Aureus baa-1026, and baa-977. The customer submitted the three (3) implicated qc strains (s. Aureus atcc 29213, s. Aureus baa-1026, and s. Aureus baa-977), along with 52 ast-p634 cards from lot 7341288403 for internal testing. The customer¿s strains, along with the corresponding biomerieux qc strains were subbed, and testing was performed on the submitted cards, internal ast-p634 cards from the same lot, and ast-p634 cards from a random lot (7341399403), all in duplicate. All cards used for testing, including 12 of the customer-submitted cards, were examined prior to testing. No pouch, straw, tape or other card defects were noted for any of the cards tested. Additionally, no filling issues were observed for any cards after testing. For the three (3) customer-submitted qc strains and the three (3) internal qc strains, no terminations occurred on any of the cards tested. All results obtained for each qc strain were within the expected range for each particular antibiotic. The cards performed as intended for all strains tested. Ast-p634, lot 7341288403 met final qc release criteria and passed qc performance testing. No problem was detected with ast-p634, lot 7341288403.see section h10.

Manufacturer narrative:
An investigation was initiated in response to the customer complaint of experiencing failures and terminations during batch acceptance testing (internal quality control testing) and terminations with patient isolates in association with the vitek® 2 ast-p634 test kit (ref(B)(4), lot 7341288403). ---complaint trending--- complaint review did not indicate a systemic issue for the implicated lot, nor for other vitek 2 cards. ---investigation--- the customer returned fifty-two (52) cards from lot 7341288403 for investigational purposes. The cards were inspected and twelve (12) were confirmed to have damage to the bottom tape and top tape. Four (4) of the twelve (12) with tape damage resulted in "no fill of inoculum". Biomérieux engineering traced impacted cards through the manufacturing process to determine which processes have locations that could exist above the taped surface of the card. ---root cause--- the likely cause of the tape tears was some foreign matter in an area of manufacturing where the card passes through a low clearance location. The most likely location this occurred was at the card infeed area or under the guide rails of poucher 5. At the poucher, cards are fed into the pouching equipment via an infeed stacker. Immediately after the infeed stacker, there is a beveled block. It is possible that during operation, tape/adhesive buildup on the beveled block contacted the top tape edge of subsequent cards, causing the top tape to tear. Additionally, the area of the plastic guide rail could be a source for the contact and damage, either initiated by debris on the track pushing up on the card or debris on the guide rail, pushing down on the card. The specific cause of the contact is unknown. However, it is likely that pressure was applied to one side of the cards while the cards were traveling through an area of low clearance, and pressed the cards against a surface on the other side of the cards as well. The source of the contact was likely rather soft, gradually worn away by subsequent cards until it was removed or dislodged. Ast-p634 lot 7341288403 was manufactured on 06dec2019, with an expiration of 06jun2021. Since the manufacture of the lot, the beveled block has been removed from all pouching equipment. This location is no longer an area of lesser clearance. With the block removed, the opportunity to create this defect in this location no longer exists. ---conclusion--- the cause for the customer's issues was determined to be damage to the tape on some of the cards due to a manufacturing process issue. In addition, the timestamps of the returned pouches are during the same time frame of the qc retains that were inspected from poucher 5, which also exhibited tape defects. The cards from poucher 5 before and after the damaged cards were free of defects which provides evidence the defect did not occur throughout the lot. Since the manufacture of the lot, the beveled block has been removed from all pouching equipment. This location is no longer an area of lesser clearance. With the block removed, the opportunity to create this defect in this location no longer exists.